Event description:
It was reported that the patient had been hospitalized with hyperglycemia. The patient's blood glucose level was over 250 mg/dl while wearing the pod between 5 and 24 hours. The patient felt unwell, nearly fainted and had ketones. The patient stayed at the hospital under observation for a day. The patient also experienced swelling at the infusion site (leg). As treatment, the patient was given fluids, a manual injection was administered and a new pod was applied.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. No lot release records were reviewed, as the product lot number was not provided.